Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an insulin order displayed conflicting instructions stating that remove 1 unit while also indicating administer 5 units. This messaging was misleading for nursing staff and caused confusion regarding the correct amount of insulin to administer. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the insulin order displayed conflicting instructions. A technical support specialist tss reviewed order (B)(6) and confirmed that the administered and dispensed dose was correctly indicated as 5 units for medication identification number (medid) (B)(6) (insulin regular 100 units/ml). Server review verified that both the give amount and dispense amount were set to 5 units. The customer raised concern that the station prompted the user to remove 1 unit while administering 5 units. Tss explained that this behavior was due to the medication s formulary configuration, where the dosage form and strength caused the system to interpret one dispensed unit as a full vial of 100 units, resulting in the remove 1 unit or administer 5 units message with a remainder displayed. Tss reviewed formulary settings across facilities and observed that similar issues were associated with the strength and unit being set to 100 units, while other medids configured differently allowed removal of quantities greater than one. This seems to be caused by the strength or unit being set to 100 units. Later also examined medid 7280 and confirmed that users able to remove quantity more than 1. The system functioned as intended after the technical support specialist investigated the issue.